Event description:
An advocate from mexico called ascensia customer service on behalf of the customer to seek assistance with the contour® plus elite meter. During the troubleshooting, it was found that the customer's blood glucose readings were not being stored in the meter's memory. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® plus elite meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The kit # associated with the meter is not available. If the information is available at the later date, it will be provided in the supplemental report. Sku # 7888 of the contour® plus elite meter is only available in mexico; therefore, the UDI # is not applicable. Contour® plus elite meter is similar to the contour® next gen meter available in us market. Therefore, product code nbw and most recent 510 (k) # k223293 associated with the contour® next gen meter marketed in us were captured in sections d2b and g4 respectively. The device was distributed outside the us, therefore, no gudid information exists.

Manufacturer narrative:
Despite the follow-up attempt, the customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour® plus elite meter with serial # (B)(6), and no manufacturing anomalies were found. The kit lot # for the contour® plus elite meter with serial # (B)(6) has been updated in section d4.